Event description:
It was reported that the tip of the device broke during the case. The broken piece was removed from the patient and the procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the tip of the device broke during the case. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component.